Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12627it was reported the patient experiences ineffective stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12999 and #1627487-2015-13025 note: device 3 was added to address the lead extension, note there were two extensions from the same lot number. It was reported the patient experiences ineffective stimulation. The physician explanted the extensions and connected the leads directly into the ipg as the physician suspected a fracture in the extension. The patient reported the stimulation was restored.